Manufacturer narrative:
After the receipt of the products, the measurement of the devices was carried out by the quality assurance group of the production department. The product does not require batch management; a review of the device quality and manufacturing history records is not possible. Based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an insufficient maintenance of the device. The same measurement as during the investigation was carried out before the devices were delivered to the costumer. This ensures that the devices were delivered out according to our specifications. The deviations most likely occurred due to an inappropriate handling, for example during reprocessing. Due to the deviations of the measurements, a function according to the specification can not be guarantied. According to (B)(4) a CAPA is not necessary.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: germany. It is reported that the incorrect clips were in the magazine, which caused the magazine to fall in the situs and had to be removed from the patient. There was a few minutes delay in surgery. There was no harm to the patient. The facility was unable to determine which instrument was affected, therefore the following med watches will be filed. All med watch reports being filed in relation to this incident include: 2916714-2016-00883, 2916714-2016-00884.